Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with neck and arm pain and underwent unspecified procedure. Post-op, arm pain was resolved but neck pain remained. Adjacent level disease was discovered so artificial disc replacement which was implanted was removed and had a two level acdf(anterior cervical discectomy and fusion) performed. When the disc was removed a blackish brown residue material was observed. No patient complications were reported as the result of the event.